Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No parts are expected to be returned for evaluation. A review of the DHR indicates there were no ncrs or deviations associated with the reported problem. Root cause: use error-per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Reportedly, the customer was wearing the pump supplies for 3-4 days, and using cold insulin. Customer¿s blood glucose level was 350-400 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.